Event description:
My wife (B)(6) is a diabetic. We would test her glucose level with the one touch meter and one touch test strips. Upon one of her doctor visits, her physician recommended using a new product on the market called the freestyle libre 3 plus sensor in which we wouldn't have to use an injectable needle to read her sugar levels. So, we bought at the (B)(6) in (B)(6). We tried it for a week. It left my wife feeling nausea, irritable and unable to sleep comfortable because the sensor needle stayed in her arm., we noticed an inaccurate read from the freestyle libre of 81 when the previous read from the one touch meter was 161. So, we stopped using the product and reverted back the one touch meter. One month later, I (B)(6) received a letter from (B)(6) and abbott (the manufacturer) that we should be on alert the their product has issues pertaining to incorrect glucose readings, including potential injury or death. In the letter, it instructed us to locate the lot #located on the bottom of the product. On the last page of the letter, it had a list of lot#'s. We located our lot# t60003589 exp4/30/2026. If possible, we like to return the product and return the unused portion for a full refund.